Event description:
Customer reports of having high blood glucose due to not inserting properly as customer did not receive a serter after training. Customer's blood glucose was 400 mg/dl. Customer changed out site and contacted trainer. Customer declined being transferred to helpline and she knows the reason for high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.